Manufacturer narrative:
A titan touch pump was received for analysis. No functional abnormalities were noted with the pump. The information received indicated there was a malfunction of the cylinder tubing, but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to available information, there was a breach in the cylinder tubing that appeared to be a needle stick. I new device was successfully implanted and no adverse patient effects were reported.